Manufacturer narrative:
B3: unknown. No information has been provided to date. E1: initial reporter phone: (B)(6). The device was received for evaluation. A visual inspection noted, that the device was in good condition. Functional tests were performed and the reported problem was not confirmed, as the dso sensor was working. The root cause of the problem was unknown. The were no previous repairs. As a result, the downstream sensor will be calibrated as a precaution.

Event description:
It was reported, that the cassette was not recognized. There was unknown patient involvement.